Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reported as "low"; specific value was not provided. The suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed bg by consuming carbohydrates and glucose tablets. Additionally, the customer received third party assistance from their spouse, who provided customer with honey to consume. The customer updated their pump settings, and recommendation was made to consult with a healthcare provider to discuss diabetes management.